Manufacturer narrative:
Other applicable components are: product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they were originally implanted due to left leg pain after their perineal nerve was cut in a car accident. The patient stated that their implant helps with that leg pain and swelling as a result of the accident. However, the patient noted that sometimes they do not feel stimulation and have a return of leg pain. They mentioned that they woke up last night due to leg pain, and they sleep curled up, which may be the reason for not feeling stimulation at that time. The patient stated that their implantable neurostimulator (ins) has settled and moved down a little since it was implanted. They noted they can feel the ins when they push on it, and that the stimulation changes when they "lift" the ins in the pocket. At the time of the report, the patient's programmer showed that their stimulation was on. The patient then increased their stimulation from 0.8v to 0.9v and said that gave them go od therapeutic effect. The patient mentioned that they had been afraid to increase the stimulation for fear of being overstimulated. The patient mentioned that their programmer batteries went dead, so the replaced the batteries and their programmer worked as intended. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.